Manufacturer narrative:
This case is reportable as a MDR as the adverse event was considered life threatening and also due to the medical intervention of the epinephrine and vasopressin that were provided to the patient. The inomax dsir plus, (B)(4), was returned to the regional service center (rsc) for investigation. A review of the device's service log revealed that a delivery failure alarm occurred due to an apparent inter-processor link (ipl) failure between the device's monitoring processor and delivery processor. Although identified in the service log, the rsc did not experience a delivery failure alarm for an apparent ipl failure during testing. The rsc set a nitric oxide (no) delivery of 20ppm and the device was reading within specifications at 19ppm. After calibrations, the rsc set a no delivery of 20ppm and the device was reading within specifications at 18ppm. The root cause for this occurrence was likely due to a malfunctioning pca main board. As a result, the device's pca main board was replaced. A full functional test was performed and the device operated according to specifications. As a result, the device was placed back into circulation for customer use. The delivery failure alarm, due to an apparent ipl failure within the device, resulted in an abrupt discontinuation of inhaled nitric oxide (no) therapy to the patient. This abrupt discontinuation of no could have contributed to the patient's oxygen desaturation and hypoxia. Thus, the root cause for the patient's oxygen desaturation and hypoxia was likely due to the interruption of no during the device's delivery failure event. Trends were reviewed for complaint categories, delivery failure, oxygen desaturation, and hypoxia. No trends were detected for these complaint categories. The assessment is based on information available at the time of the investigation. Complaints are monitored through tracking and trending. If a trend is detected, further investigation will be conducted. Adverse event terms: low oxygen saturation and hypoxia. (B)(4).

Event description:
The customer reported that a patient experienced both oxygen desaturation and hypoxia while on the inomax dsir plus. The customer stated that the patient who had been previously treated with extracorporeal membrane oxygenation (ECMO) was in the operating room for a decannulation of the ECMO catheters. The customer reported that the patient was initiated on nitric oxide (no) while in the operating room at 20ppm no. The customer stated that the inomax dsir plus was operating correctly with no alarms while the patient was in the operating room. The customer reported that the patient was removed from the anesthesia device and transported to the cardiovascular intensive care unit (cvicu) utilizing the inomax dsir plus's inoblender at 20ppm no. The customer stated that upon arrival in the cvicu the patient was placed onto a maquet servo-I ventilator at the following settings, mode sprvc, rr40, vt42cc, ps10, peep 10cmh2o, pip 21, and fio2 100%. The customer reported that shortly after switching the patient from the inomax dsir plus's inoblender to the inomax dsir plus, the staff noted a continuous audible alarm tone with the inomax dsir plus displaying an alarm message of delivery failure. The customer stated that the patient then became hypoxic with their oxygen saturation (sao2) decreasing from 39mmhg to 26mmhg as measured by an indwelling arterial line. In addition, the customer reported that the patient's oxygen saturation level decreased from 75% to 45% as measured by pulse oximetry. The customer stated that his staff immediately implemented the integrated pneumatic back up switch on the inomax dsir plus in order to continue to provide no to the patient. In addition, the customer reported that the patient was administered vasopressin and the level of epinephrine that the patient was receiving was increased due to the patient's hypoxia. The customer stated that they then switched to manually ventilating the patient with the inomax dsir plus's inoblender at 20ppm no in order to switch out the device to a backup inomax dsir plus. The customer reported that the entire acute episode lasted fifteen minutes and that it took two hours to fully resolve. The customer stated that he believes that the event was related to a device malfunction. The customer reported that he believes that the event was related to an abrupt withdrawal of nitric oxide. The customer stated that he felt that the event was life threatening due to the level of the patient's oxygen desaturation and the need for medical intervention in order to prevent further decompensation as this was a medically frail patient. The customer reported that the event did not result in any permanent impairment or damage to the patient. The device was returned for investigation. This MDR is for the adverse events, oxygen desaturation and hypoxia, that were experienced by the patient. The reportable device malfunction is reported in MDR 3004531588-2021-00151.